Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that patient was receiving chemotherapy treatment (oxaliplatin) when staff noticed fluid leaking from PICC entry site. Vesicant medicine led to extravasation into patient's arm. PICC removed immediately. Fracture noticed at 12cm internally (awaiting confirmation from radiology team of external measurement).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split is confirmed; however, the exact cause is unknown. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed a split in the catheter shaft. The split was observed to be circumferential, but no details of the fracture surface could be discerned. Use residue was observed on the sample. No additional damage to the sample was observed in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.